Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a female, patient, who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip the patient experienced unspecified injury. At the time of the reporting, the outcome of the event was unknown. Follow up information was received on (B)(6) 2010 via medical records. The patient had been on disability since 2002 due to tendon ruptures in her hands secondary to rheumatoid arthritis. On (B)(6) 2003, the patient reported persistent limited function of both hands, right greater than left. On (B)(6) 2004, an x ray of the cervical spine showed degenerative disc disease of c6 to 7. On (B)(6) 2004, the patient had right hand tendon repair of the ring, long, and index fingers. On (B)(6) 2004, the patient had a bone density study that showed osteopenia present in the hip and spine. On (B)(6) 2009, the patient was evaluated by a neurologist for balancing problems. She reported feeling off balance when she walked and had fallen a few times, especially when it was dark. This all started two months ago (in approximately (B)(6) 2008). She also reported bilateral leg numbness which she had after waking up in 2001, after being in a coma for eight months. The numbness affected both legs, from the thigh down to the toes and worse on the right. The patient reported her fingers got intermittently tingling with numbness and occurred briefly every day. The patient reported having a car accident in the parking lot, whereby she accidentally pushed the gas pedal instead of the brake. A computed tomography (CT) of the head showed small vessel disease paraventricularly and generalized atrophy. The patient was diagnosed with peripheral neuropathy. On (B)(6) 2009, the patient was prescribed a front wheeled walker and to start physical therapy. On (B)(6) 2009, the patient was informed that her b12 level was low normal and b12 injections were recommended. The patient reported burning pain and numbness in both legs and dizziness with walking. Neurontin was increased. On (B)(6) 2009, the patient questioned the physician about the zinc in denture adhesives causing neuropathy. Labs were ordered. On (B)(6) 2009, the patient's peripheral neuropathy workup continued to be negative except for an elevated sed rate. The patient was informed that her zinc was elevated and her copper was low. On (B)(6) 2009, the patient had an orthopedic consult due to frequent falls and possible left knee instability. The patient had minimal degenerative changes and it was determined that the neuropathy was the most likely cause of her falls. On (B)(6) 2009, the patient had a magnetic resonance imaging (MRI) of the knee that showed a tear of the medial meniscus. On (B)(6) 2009, the patient had nerve conduction studies that showed findings consistent with an axonal sensorimotor peripheral neuropathy affecting both lower extremities. For the past several months the patient noted numbness in the entire left leg in a patchy, non-neurologic distribution. The sensation in the right leg was normal. The patient recently began using a walker and had to give up driving for this reason. The patient complained of intermittent tingling and numbness in her palms. There was no family history of neuropathy. The patient had been on dialysis since (B)(6) 2008. She drank no more than two drinks per week. She used a tube of denture cream every two weeks for 25 years. First she used fixodent and then she used poligrip. Recently she began using poligrip free. On (B)(6) 2009, the patient reported feeling weaker and had more problems with walking.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).